Event description:
Additional information: it was reported that the embolic stroke occurred on (B)(6) 2017 and converted to a hemorrhagic stroke 72 hours later. Upon admission, the patient¿s inr was 1.1 and all anticoagulation was held for 24-48 hours. The patient¿s last inr was 2 on (B)(6) 2016. Reportedly, the patient had very poor compliance. Unspecified testing/visualization was completed on (B)(4) 2017. It was found that the focal region of hypoattenuation was within the left parietal lobe with associated sulcal effacement and loss of gray-white matter differentiation which was concerning for evolving acute infarct. There was also subtle serpiginous hyperattenuation overlying the left occipital lobe. It was reported that this may have been artifactual in nature, although small component of extra-axial hemorrhage would be difficult to exclude, particularly due to the patient's reported history of anticoagulation. On (B)(4) 2017 additional unspecified testing/visualization found large parenchymal hemorrhage in the superior left frontal lobe with suspected active bleeding, edema, and mass effect which resulted in rightward midline shift. There was no evidence of hydrocephalus or downward herniation. This was in a region of generalized hypoattenuation, which suggested the possible hemorrhagic transformation of infarct in the region. Additionally, there was a subarachnoid hemorrhage seen in the left frontal, parietal, and occipital lobes. On (B)(6) 2017, significant increase in size of the large left frontoparietal intraparenchymal hemorrhage was observed with increased edema, mass effect, and rightward midline shift. There was no evidence of hydrocephalus or downward herniation. It was noted that it was made of fluid. Fluid levels within the hemorrhage reportedly suggested an underlying coagulation disorder. Stable subarachnoid hemorrhage was observed in the left frontal, parietal, and occipital lobes. The only treatment provided was reported as the anticoagulation hold upon admission for 24-48 hours. It was reported that the patient had residual effects from the stroke. The patient was paraplegic with no movement noted on the right side. The patient was able to move the left side and follow commands.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported embolic stroke, hemorrhagic stroke, and elevated lactate dehydrogenase could not be conclusively determined. Stroke, peripheral thromboembolism, bleeding, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of the multiple pump stop and low speed operations in (B)(6) of 2016 are reported within medwatch report #2916596-2017-00243. The report of the patient¿s history of infection is reported within medwatch report #2916596-2017-00242. (B)(4). Approximate age of device ¿ 1 year 9 months. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the implanting center and was admitted on (B)(6) 2017 after experiencing signs and symptoms of stroke. The patient was not able to verbalize what had occurred. The patient¿s lactate dehydrogenase ldh had risen from 300-400 u/l to 698-712 u/l. On (B)(6) 2017, the patient suffered a massive hemorrhagic stroke. It was reported that the patient had not routinely followed-up for routine evaluation, and had significant lapse in inr testing. It was also reported that system controller interrogation revealed pump stoppage events. Log file analysis performed by the manufacturer¿s technical services representative confirmed pump stoppage events. It was reported that the patient had a history of driveline infection. Additional information was requested, but was not provided.

Manufacturer narrative:
Corrected information. The event was initially reported a serious injury requiring hospitalization. The patient had subsequently expired. (B)(4). The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017 from withdrawal of care. The device was reported as operating as expected at the time of the event. Reportedly the patient¿s outcome was related to the lvad therapy complication of stroke in (B)(6) 2017.